Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain, instability, difficulty ambulating and aseptic failure of the femoral component approximately ten (10) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - vanguard cruciate retaining porous femoral component right 62.5mm catalog #: 183046 lot #: 839190, vanguard cruciate retaining tibial bearing 12mm x 63/67mm catalog #: 183422 lot #: 276610, series a standard 3 peg patella 34mm catalog #: 184766 lot #: 221220. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.